Event description:
It was reported by the customer that a pt received a burn while they were performing a procedure using the vapr3. On (B)(6) 2010 phone follow-up to complaint originator. The facility contact for this issue, (B)(6), states that he received operating room or complaint notes with the unit stating that the pt had received some internal burns; does not know the extent of the burns nor if the burns were treated. Verbiage in the notes indicates that the foot pedal may have been activated at an inappropriate time in the procedure. The facility is retaining the device for an indefinite period of time. Instead of returning the device to our biomed eval and repair facility for thorough testing and eval, they are asking for a technician and test equipment to be sent to their facility. I explained that course of action was most likely not going to happen. The best course of action for evaluating the unit would be through normal channels, that is to send the device into us. I counseled the contact to also look at the "fluid management" system that was employed. I asked about the surgeon and staffs experience with the vapr system and with whatever fluid management system that was used. I will follow up to the contact with questions via an e-mail. (B)(4) 13:30:56. Because of the pt burn, we are filing a report to document the event. Also because the reporter was not able to articulate what the degree of the burn was, nor if the burn was treated or not, we are at this time considering the event to be classified as a "malfunction", with a reservation to revisit and re-classify in the future if warranted.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.